Event description:
Kimberly clark has received a complaint indicating that "an emt employee presented to employee health complaining of a reaction to the kimberly clark impervious film gown. It was reported that 10 minutes after wearing the gown, the employee experienced redness, itching, and a rash over exposed skin. After approximately an hour, she began to experience anaphylaxis and was transported to the ER where she was intubated." It should be noted that no other employees had complaints of allergic reactions related to use of the gown. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The incident device has not been returned for evaluation. However, the device history record was reviewed finding no anomalies to be documented. Latex is not used anywhere in the manufacturing area or in the product. Based upon additional information from the user hospital and a review of the production history for this product code, this appears to be an isolated incident. Dr. Lynne kelley, vp of medical sciences contacted employee health on may 7th and 8th to obtain additional information. The employee was found to have a history severe latex and shellfish allergies. The employee wore the gown while transporting a patient and while driving in an ambulance to the care facility. The temperature was high and the air conditioner in the vehicle was not functioning. She removed the gown after delivery of the patient to the facility. The hospital is latex safe but not latex-free. No information is available about the latex environment at the care facility. An allergist at emory university was contacted for potential experience to allergies with polyethylene. In over 20 years of experience, he has no knowledge of reported allergies to this material. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.